Event description:
It was reported by the surgeon that the pdsii suture was used for the internal repair in a face lift. The pt presented one month later with red bumps and itching along where the internal suture line is located. The external suture line is asymptomatic. The pt was initially given benadryl and the bumps went away the first day. After discontinuing the benadryl, the bumps came back even worse than the first time. For the past couple of months the patient has been on several steroid medications, but the symptoms come back immediately after discontinuing the medicine. The surgeon spoke to an allergist who thinks it sounds like an allergic reaction.